Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three good faith effort (gfe) attempts were made to the customer to provide a response to the additional information checklist provided. Customer response was never received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the indicated phenomenon was not reproduced at the olympus repair department. As a result, a probable cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the following were found: scope mount wobbling, the entire screen did not appear when connecting the scope, head main body scratch (lens), cable part head side bending damage, connector crack and cable section cable flooded. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd camera head scope was connected, the entire screen did not appear. There were no reports of patient harm.